Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading. Indicating possible device malfunction. Device diagnostic testing at previous office visit approximately three months prior was within normal limits, indicating proper device function at that time. The patient has recently complained of an occasional stinging sensation at the generator site. Treating neurologist believes that the lead connector pin may have become disconnected from the generator or that the lead may have stretched and broken, because the patient has been more active recently. Revision surgery is not planned at this time because the patient has not experienced a loss of seizure control. Review of x-rays by manufacturer revealed that the lead electrodes appear to be implanted per recommendations at the c4-c6 level. The strain relief bend and strain relief loop appear to be adequate. Two tie downs are noted. The lead connector pin is noted to be past the generator connector block. The generator placement appears to be adequate. There do not appear to be any obvious lead fractures, but as some of the lead body is behind the generator, a lead fracture cannot be ruled out.

Event description:
The patient does not feel stimulation. It was also reported that the patient is doing better in regards to his seizures, although the phsycian doesn't believe that the improvement is due to the vns. At this time, there are no further plans to take intervention. The cause of the reported high impedance is unknown; the device is still implanted . Possible causes of high impedance include; broken lead, patient movements, bad connection, electrode to vagus nerve interface, generator is approaching end of service, physician / patient training. Possibility of damage during mfg. Design durability , or corrosion. It is not likely that there is lead break since the patient is currently feeling the vns stimulation.